Manufacturer narrative:
The information in initial MDR 0003015876-2022-02172 was determined to be a duplicate of MDR 0003015876-2022-02190 . A supplemental report will not be forthcoming.

Event description:
The customer contacted stryker to report that their device did not recognize a shockable rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device did not recognize a shockable rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.